Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured, tooth site #4, implant was removed.

Manufacturer narrative:
An imp,tsv,4.7,10,mtx,mg (tsvtwb10) and an unknown screw were returned for investigation. Visual inspection of the as returned products identified bone tissue on implant; however no fracture identified on the tsvtwb10. Unknown screw fragment found inside implant. The reported event could not be recreated due to the nature of the dental devices and event. No pre-existing conditions noted on the per. The reported device was located on tooth #4 and was used for approximately 8 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot numbers associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unknown screw. A complaint history review by item number was conducted for the (tsvtwb10) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and screw fracture was confirmed.

Event description:
No further event information available at the time of this report.